Event description:
Customer reports back to back testing while using the advantage system with results of: 203 mg/dl to 95 mg/dl; 203 mg/dl to 86 mg/dl; 203 mg/dl on advantage system to 74 mg/dl on a professional meter. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.